Event description:
It was reported that the deltaven fast flash IV safety catheter started leak blood when the needle was taken out and separated from catheter. There was no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.